Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was an oor (out of regulation) seen on the patient programmer. The hcp recommended to turn off momentarily and then turn back on to see if the problem stops when it was off. The ins will not respond now that the code was appearing. They saw the message on the right ins. The caller also mentioned a bleachbreak in contact and the patient experienced pain and was wasting away on hospice care for 2-3 months. The caller lost 25 pounds in (B)(6) in five weeks. It was also reported the patient was experiencing pins and needles, as well as numbness on the left side hand and also swelling/tenderness in the finger joints, which is why the hcp suggested turning off the ins for a few moments. The symptoms did alleviate when the stimulation was off and the patient was feeling much better, and also the muscle rigidity was much better now that the ins was off. The patient has an appointment to morrow with the hcp. The caller felt the right side was too high so the hcp advised for them to lower the stimulation and wondered if this is what caused the oor. The right side was too high and has been lowering stimulation gradually in the past two weeks. Additionally, the patient has been having pain on the left dbs unit, where the wire connects up through the neck. The caller guessed this was maybe due the weight loss. It was also reported the surgical scar left side doesn't match up where the ins has settled. The caller stated the patient doesn't have breast tissue or fat to hold the ins in place and they lost all the muscle tissue behind that. The site looked like it was sagging and the patient experienced pain from the center of the neck. The patient was using high support sports bra to help with this. Additionally, the patient had a fall and dislocated their collar bone and had pain. They didn't notice the neck pain until (B)(6) 2019. When the patient was moved to hospice care, they were put on greater medications. The patient was not hurting at the time of the call. Last month, the patient had a dystonia attack and it pulled hard and they heard a popping noise. It didn't bother them much afterwards. No further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller said they tried adjusting the setting on the right side and not getting the arrows on the pp screen since saturday (B)(6) 2019. Patient services asked the caller to use the programmer while on the phone and the caller said they were getting the oor message on the programmer screen. They caller had previously seen this message. The caller was assisted to bypass the oor code and therapy was showing on/pk at 0.3v and the caller saw the plus and mins arrow on the programmer screen. It was recommended to consult with hcp to clear oor message. The last time they called it was recommended to turn therapy off/on to resolve the oor. There were no further complications reported.